Event description:
It was reported that the external pulse generator did not pace correctly in the atrium when in ddd mode. The patient had their own intrinsic rate of about 60bpm, so there were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator did not pace correctly in ddd mode. The instrument was returned for inspection. No patient involvement or complications have been reported as a result of this event.